Event description:
The biomedical engineer (bme) reported their central nurses station (cns) experienced a spontaneous reboot after swapping hdd port 2. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported their central nurses station (cns) experienced a spontaneous reboot after swapping hdd port 2. Technical support (ts) advised unplugging the ethernet cable and observed the hdd was rebuilding. Ts asked the customer to unplug the alarm indicator and all usbs, but the issue persisted. The customer needed the application to run while the hdd was rebuilding, but ts advised against it. Even after troubleshooting, ts informed them the unit required further evaluation and told them to send it in for repair. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: concomitant medical products; attempt # 1: 01/11/2024 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 01/15/2024 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 02/02/2024 emailed the bme for all items under the no information list. No reply was received.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported their central nurses station (cns) experienced a spontaneous reboot after swapping hdd port 2. Technical support (ts) advised unplugging the ethernet cable and observed the hdd was rebuilding. Ts asked the customer to unplug the alarm indicator and all usbs, but the issue persisted. The customer needed the application to run while the hdd was rebuilding, but ts advised against it. Even after troubleshooting, ts informed them the unit required further evaluation and told them to send it in for repair. Not in patient use. On 03/01/2024, after the device was returned to the customer reported that they required unlock codes to complete the installation process of the replacement device components (hdds) at the facility. Our nk ts tech provided education, guidance, and unlock codes to the customer, which resolved the issue. Investigation summary: the device, cns pu-681ra, serial number (B)(6), was returned on 01/24/2024, cleaned, decontaminated, and evaluated. During evaluation, we were able to duplicate and confirm the customer's reported issue was attributed to failing hdds. Once the hdds were replaced, we calibrated the touch screen, initialized the device, and checked networking functions. Comprehensive testing and evaluation of the device, in accordance with our service manual, were performed, and the device was subjected to additional extended stress testing to no adverse effects. The device passed all post-repair testing and inspections, meeting the manufacturer's specifications in all areas. The device was then shipped back to the customer, to resolve the issue. We confirmed the issues were attributed to failing hdds, highly likely due to wear and tear damage to the hdds (due to aging and degradation over time), leading to the reported issue. The reported device (pu-681ra, serial number: (B)(6)) was installed at the facility on (B)(6) 2019, and the warranty expired on 11/29/2021, indicating the device has aged approximately 4 (four) years and 5 (five) months. Aging devices and their components, including sensitive hard drives, are susceptible to wear and tear damage due to degradation and aging over time. Potential causes related to the cause of hard drive damage and failures include failure resulting from frequent power loss, and inappropriate shutdown/reboot procedures. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the cns screen to check the hard drive status once usage has reached 20,000 hours. Trending will continue to be monitored.

Event description:
The biomedical engineer (bme) reported their central nurses station (cns) experienced a spontaneous reboot after swapping hdd port 2. Not in patient use.